Event description:
It was reported that this atrial lead exhibited an increase in the capture threshold in the month following implant. The lead was successfully replaced. It was indicated that the lead would not be returned to boston scientific for analysis. No additional adverse patient effects were reported.